Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 605 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. The high pressure test passed. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer uses quick-set infusion sets. Nothing further was reported.